Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 37 mg/dl; reportedly due to a "food bolus" and physical activity. Customer's required assistance consuming carbohydrates to address the bg. Reportedly, the customer fell but it did not result in any injury. The customer reverted to an alternate method in insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer regarding the low bg; however, no response was received.